Manufacturer narrative:
One fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 was inserted and t2 cannot be pushed.¿ t1, t2 and suture was returned separated from the needle. T1 was separated from t2 and balance of suture. The depth limiter was attached and is somewhat disfigured at the distal tip. This symptom is consistent with difficulty in reaching intended anchoring location. The damages are consistent with difficulty reaching intended anchoring location. The device cycled and actuated properly. There was no needle damage noted. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a meniscus suture surgery, t1 was inserted and t2 cannot be pushed. T1 was removed with tweezers and the procedure was completed with a backup device with no significant delay or patient injury reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus suture surgery, t1 was inserted and t2 cannot be pushed. The procedure was completed with a backup device with no delay or patient injury reported.